Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, the balloon ruptured upon sixth dilation at 6atm and was simply removed from the patient's body, procedure was not completed. No complications reported and patient was good.

Event description:
It was reported that the balloon ruptured. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, the balloon ruptured upon sixth dilation at 6atm and was simply removed from the patient's body, procedure was not completed. No complications reported and patient was good.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media and blood that was present within the inflation lumen. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole 1mm proximal of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no issues. No other issues were identified during the product analysis.